Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 was removed due to bone loss. Pt returned for 2nd stage uncovering and noted to have coronal bone loss. Implant was integrated but I elected to remove the implant and graft the site.